Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the initial procedure? What tissue was the stratafix symmetric suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Were any solutions used during closure (ie antimicrobial)? Can you identify the lot number of the stratafix symmetric suture that was used? Do you have any samples of the same lot for evaluation? What post op date did the patient present with symptoms of infection? Were any cultures taken of the wound? What were the results? What is the surgeon opinion as to relationship of the stratafix suture and the patient infection? Does the surgeon believe there was any alleged deficiency of the suture leading to the infection? What medical/ surgical intervention was performed to treat the infection? What are the patient¿s age, gender, weight, prior medical conditions? What is the current status of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The patient experienced an infection on an unknown date. The current condition of the patient is unknown. Additional information was requested.